Event description:
Terumo received the following reported information: post-cath angioplasty, the patient had a statseal band and tr band on the right radial site. 8ml of air was injected into the tr band. First 3 ml air was removed per protocol (20 minutes), shortly after the patient developed a hematoma. 3 ml air was reinflated, and manual pressure was held for five minutes and the hematoma was resolved. There were no issues with the remaining 5cc air removal. However, once the band was removed, the patient again developed a hematoma. Manual pressure held for five minutes and the hematoma resolved. The hematoma size was unknown. The estimated blood loss was less than 250cc. The patient was stable.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: (B)(6). E3: occupation: sr. Clinical risk advisor. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.